Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The test strip lot number is unknown; hence the date of manufacture is unknown. The actual date when the individual died is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received the following information: in (B)(6) 2012 a customer reportedly received unspecified readings, perceived to be erroneous, from his omnipod system while using unspecified adc freestyle test strips. The complainant alleges that the freestyle test strips used were later subject to a recall. It was further reported the customer suffered an unspecified "diabetic event" while driving, lost control of his car and died in the resulting accident. No further information was provided.